Event description:
It was observed that during the device evaluation, the colonovideoscope had corroded air water cylinder and foreign material in forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that degradation caused corrosion in air/water cylinder that led to component failure and cause could not be established for foreign material in forceps channel port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.